Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report high blood glucose levels. The customer's blood glucose reading was 469 mg/dl. The customer's symptoms included nausea and vomiting. The caller was advised to contact the doctor and change the entire set, reservoir, insulin, and to treat. The caller was advised to call back if problems persisted. The insulin pump was not replaced or returned for analysis.